Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. After evaluating the unit, the fse checked and found that the problem was in the power supply unit and a replacement was needed in order for the unit to work properly. Nevertheless, the customer has not requested service at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during connection of the unit to the mains for charging , the cs100 intra-aortic balloon pump (iabp) units battery status bar showing empty in the monitor(display), showing "low battery" but giving battery backup. There was no patient involvement.